Event description:
Pt was sent to the hosp. Another hosp sent pt there claiming pt had a brain aneurysm. The next day they performed surgery, by going through pt's groin. Less than 48 hrs later pt had another surgery. They claimed pt had a dead bowel. Rptr never saw pt alive again.